Manufacturer narrative:
The date of event is an estimate based on information reported to nevro. The exact date was not provided. The explant date is an estimate based on information reported to nevro. The exact date was not provided. The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient's device system was removed due to exposed leads and infection. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. There have been no reports of further complications regarding this event.